Event description:
Customer reportedly received result of 177 mg/dl on the advantage system and 71 mg/dl on professional's device within 10 minutes. Low blood glucose symptoms reported with these results; customer was treated with IV glucose and taken to the hospital. Requested return of suspect device and replacement was sent.